Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5, l5-s1 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed cage migration. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2009: patient with severe intractable back and leg pain got admitted in the hospital with the following pre-operative diagnosis: lumbar spinal stenosis with facet joint disease and disk degeneration. Patient underwent the following procedures: l4-l5 and l5-s1 posterior lumbar interbody fusion with posterolateral fusion. Per op-notes, "the l5-s1 disk space was treated with one small bmp sponge placed into the disk space and end screws were placed under fluoroscopic guidance at l4, l5 and s1. The patient tolerated the procedure well." On (B)(6) 2009: patient was discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.